Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Cause was due to pump stopping insulin delivery and activating resume pump alarm. A correction bolus was delivered to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.